Event description:
The patient was sent to the emergency department for the treatment of an acute thrombosis. After thrombectomy, a residual stenosis was found, and it was intended to treat the moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous part of the mid sfa with the complaint pulsar-18 self expandable stent system. After pre-dilation, the complaint instrument was positioned at the target lesion and the safety tab was removed but the stent could not be released. After additional correspondence with the local staff, it was added that the trigger at the handle clicked but the stent did not move. The physician did not remember if resistance was met. However, the handle was opened, and the shaft was found fractured inside the handle. The stent system was scrapped by the hospital.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified. It should be noted that, according to the IFU, the user is advised to remove the complete system from the patient in case the trigger release mechanism fails before releasing the stent.